Event description:
After the device was connected to the leads at implant, it was found to be in a backup mode. Following reinitialization the leads were again connected to the device and no bipolar pacing was present. The doctor requested a new device.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. These were considered to be normal and expected. At a next step the pacemaker was interrogated and the pacemaker's memory content was inspected. The inspection revealed, that the device switched into the safety backup mode on (B)(6) 2014 as a result of the detection of invalid memory content. After the manual correction of the invalid memory content, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Upon interrogation a device status error message appears to notify the user. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electro magnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.